Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.

Event description:
The event occurred on an unspecified date and involved the following device: 124" (315 cm) appx 9.8 ml, transfer set w/microclave® clear, dual check valve, smallbore trifuse ext w/0.2 micron filter, 5 clamps (4 blue, white), 3 microclave® clear, rotating luer. A crack was reported in the filter and an unspecified medication was leaked on the bed. There was no report of any human harm.